Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited an alert for high out of range pacing impedance measurements. It was indicated that in the last year, there was a single high out of range pacing impedance measurement that was attributed to patient condition or an electrolyte imbalance. The pacing impedance measurement is currently within the appropriate range. All other measurements were appropriate and no noise was present. Due to the patient's age, the physician does not want to perform a revision. Therefore, the patient will be monitored appropriately. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.